Event description:
Event description cpi received information that this bipolar lead had dislodged three days post implant. Physician elected to go with a passive lead instead. Lead will be returned for lab analysis.